Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) was experiencing intermittent capture. The ra lead was explanted and replaced with alternate ra lead. The patient's condition was stable.